Manufacturer narrative:
Please reference medwatch 2032227-2014-63377.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they had low blood glucose levels of 41 mg/dl. The customer received a change sensor message. The sensor's location is on the stomach and there was blood on site. Advised the customer to removed the sensor. The customer will monitor the sensor while they receive the replacement sensor. No further information was reported.